Event description:
A customer reported a blunt knife. A new knife was opened to complete the case. There was no impact to the patient. The knife was discarded and will not be returned for evaluation. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).